Event description:
The customer initially reported that they experienced unstable temperature issues during an rf ablation procedure. A different generator was put into use and the procedure was completed without any further problems. Initial eval of the incident device found the needle insulation was damaged and the needle failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.